Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h10. Review of the data filed in the device history record of the returned perceval heart valve and stent sn (B)(6), confirmed that the valve satisfied all material, dimensional, and performance standards required for a perceval heart valve prosthesis pvf-l at the time of manufacture and release, including a visual inspection and a steady flow test. The device was returned to the manufacturer for analysis, and it was received in general good storage conditions. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. In order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The performance of the prosthesis was evaluated observing the valve behavior during the opening and closing phases of the pulsatile hydrodynamic test. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of 100 mmhg was 2.85 cm2, above the iso 5840 minimum requirement of 1.45 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction was 4,9 %, which is below the requirement of iso 5840 (rf% < 15%) for a prosthesis of equivalent size. Regarding the total and full coaptation of the leaflets, no anomalies were observed during the open/close cycle in normotensive conditions. In hypotensive conditions, one leaflet showed a difficulty in reaching the fully open configuration. It is not possible to exclude that, the observed slight difficulty to reach the full open configuration in hypotensive conditions should be correlated to the alteration of the pericardium mechanical properties due to not correct storage conditions after the explant, but in any case it cannot be correlated to potential causes leading to the claimed event (coaptation issue) since no difficulties in the closing phase have been observed either in normotensive or in hypotensive conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issues (coaptation anomalies) were not observed during the investigation carried out (i.e., hydrodynamic test). Furthermore, from the document review performed, no manufacturing anomalies were noted.

Manufacturer narrative:
H3 other text : device evaluation is ongoing.

Event description:
The manufacturer was made aware of an intraoperative explant of a percival plus sutureless aortic bioprosthesis, pvf-l occurred on (B)(6) 2023 during an isolated avr procedure. Reportedly, after the implantation through full sternotomy, the valve showed a leaflet which was not coapting correctly and appeared stretched at the visual inspection. No abnormalities were noted on the prosthesis prior to implant. The coaptation issue was confirmed upon performing intra-operative tee once cardiac function was recovered. The echo images are not available to the manufacturer. It was reported that the patient had a stenotic tricuspid native valve, with no abnormal annulus geometries. As reported, no difficulties were encountered in the collapsing phase nor in valve positioning. No valve mispositioning or mis-sizing was identified by the surgeon. Ultimately, the surgeon decided to replace the valve with another device of the same model and size (pvf-l). The second valve was successfully implanted without the need to perform additional debridement or annular restructuring. Less than 20 minutes of cross-clamp time was added as a result of this event and the patient was stable throughout the procedure.